Event description:
--

Manufacturer narrative:
The device memory was reviewed by a boston scientific quality engineer. The low voltage fault was declared on (B)(4) 2013 due to three daily voltages that fell below an acceptable threshold. The battery voltage is currently at 3.016 volts, therefore therapy delivery would be unaffected at this time. A longevity calculation was performed using data from the device memory and the battery consumption levels were with nominal values. Since the device is not detecting the loss of the battery energy, the battery indicators are not reflecting the depletion condition and are inaccurate; which was the reason for the fault. A replacement was recommended within the next two weeks based on battery reserve. When additional information becomes available, this report will be updated accordingly.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Approximately one month later the device was explanted and replaced. The device has been received for analysis. Upon completion from analysis, this report will be updated.

Event description:
Boston scientific received information that this device displayed a fault code indicating the battery was depleting earlier than expected. A device replacement was scheduled, however did not take place due to the patient going in to respiratory failure. The replacement will take place once the patient's respiratory condition improves.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A fault code 1003 was confirmed to have been recorded on (B)(6) 2013. External visual inspection of the device noted no anomalies. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery voltage was lower than expected (2.942 volts), but still supported full device function. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two low voltage (bypass) capacitors connected to the device's battery. This resulted in a high current drain, which was depleting the battery faster than normal.